Event description:
On (B)(4) 2012, the lay-user/patient contacted animas (anm) alleging an intermittent power issue with the pump. The patient claimed that the pump was rebooting and the issue had started a month and half earlier. Due to the alleged issue, the patient claimed that her blood glucose (bg) levels reached the '500-700 mg/dl' range. She also reportedly developed large ketones and symptoms of vomiting. Due to the high bg levels and symptoms, her parents reportedly took her to an emergency room (ER). She could not recall what date she was taken to the ER, how long she was there for, or what treatment she received. The patient recalled possibly being in the ER for a few days. Since the ER visit, the patient mentioned that she had been using injections. The alleged issue was not resolved with troubleshooting. The patient claimed that she was having issues with securing the battery cap to the pump. At the time of contact with anm, the patient did not have the battery cap since it was lost. The yellow o-ring was not visible. There was no visible battery compartment or battery cap damage. The patient was advised to purchase a new battery cap and to call back for further troubleshooting if desired. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed bg levels suggestive of severe hyperglycemia and was hospitalized after the alleged power issue began. At this time, it is unclear if use-error contributed to the patient's injury since it is unknown what actions the patient took in response to the power issue and before her bg levels elevated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.